Event description:
It was reported that while inserting the ti matrix 1.85mm self-drilling screws a surgeon noticed that a small piece of titanium (looks like a pig tail) came off the screw as the screws were tightened down to the plate. The screws performed as intended and were left in the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.